Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device lost power during the event. Physio replaced the battery pins, power assembly pcb and battery wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself and remained off for four (4) hours following the successful delivery of two (2) shocks to a patient during a patient event. The customer advised that the reported issue occurred while attempting a third shock to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the battery pins, power pcb assembly and battery wire harness and determined that the likely cause of the reported issue was due to excessive voltage drops caused by increased resistance of the worn battery pins and the battery wire harness connection to the power pcb assembly (j11/p11). The patient ECG record and device keylog data associated with the reported event were downloaded and reviewed. Further investigation indicates that when the defibrillator was charged for a second defibrillator shock (after 20 minutes of device use), the patient ECG record annotated a power off event immediately after the defibrillator charge was completed. The battery powering the device had a charge level of 85%. The keylog data indicates that the second time the device was turned on (approximately 85 minutes later) the battery powering the device had a remaining charge level of 57%. The device had used 28% of the battery charge during the 85 minutes that the device was observed to be powered off. It is likely that the device locked up (a condition where the display goes black and the front panel controls, including the on/off switch are non-responsive) when the shock button was pressed following the defibrillator charge and remained in the locked up condition for 85 minutes continuing to draw power from the battery. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device powered off by itself and remained off for four (4) hours following the successful delivery of two (2) shocks to a patient during a patient event. The customer advised that the reported issue occurred while attempting a third shock to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself and remained off for four (4) hours following the successful delivery of two (2) shocks to a patient during a patient event. The customer advised that the reported issue occurred while attempting a third shock to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
The concomitant medical device section in the follow-up 001 medwatch report (additional mfg narrative) indicates: code # 1198 - unlabeled. Additional information: physio-control further evaluated the battery pins, power pcb assembly and battery wire harness and determined that the likely cause of the reported issue was due to excessive voltage drops caused by increased resistance of the worn battery pins and the battery wire harness connection to the power pcb assembly (j11/p11). The patient ECG record and device keylog data associated with the reported event were downloaded and reviewed. Further investigation indicates that when the defibrillator was charged for a second defibrillator shock (after 20 minutes of device use), the patient ECG record annotated a power off event immediately after the defibrillator charge was completed. The battery powering the device had a charge level of 85%. The keylog data indicates that the second time the device was turned on (approximately 85 minutes later) the battery powering the device had a remaining charge level of 57%. The device had used 28% of the battery charge during the 85 minutes that the device was observed to be powered off. It is likely that the device locked up (a condition where the display goes black and the front panel controls, including the on/off switch are non-responsive) when the shock button was pressed following the defibrillator charge and remained in the locked up condition for 85 minutes continuing to draw power from the battery. The customer received a replacement device. The concomitant medical device section in the follow-up 001 medwatch report (additional mfg narrative) should indicate: code # 1198 - unlabeled additional information: physio-control further evaluated the battery pins, power pcb assembly and battery wire harness and observed excessive voltage drops caused by increased resistance of the worn battery pins and the battery wire harness connection to the power pcb assembly (j11/p11). The patient ECG record and device keylog data associated with the reported event were downloaded and reviewed. Further investigation indicates that when the defibrillator was charged for a second defibrillator shock (after 20 minutes of device use), the patient ECG record annotated a power off event immediately after the defibrillator charge was completed. The battery powering the device had a charge level of 85%. The keylog data indicates that the second time the device was turned on (approximately 85 minutes later) the battery powering the device had a remaining charge level of 57%. The device had used 28% of the battery charge during the 85 minutes that the device was observed to be powered off. It is likely that the device locked up (a condition where the display goes black and the front panel controls, including the on/off switch are non-responsive) when the shock button was pressed following the defibrillator charge and remained in the locked up condition for 85 minutes continuing to draw power from the battery. The likely cause of the reported event was determined to be due to a device lockup at the time the shock button was pressed. The customer received a replacement device.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device powered off by itself and remained off for four (4) hours following the successful delivery of two (2) shocks to a patient during a patient event. The customer advised that the reported issue occurred while attempting a third shock to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.